Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure, the patient experienced post-operative bleeding and required re-operation. During the initial case, everything went as planned. The anastomosis went well. The sealing tones from the vessel sealer extend (vse) instrument were appropriate. No errors were displayed by the system. No active signs of bleeding were reported. In the recovery area, approximately 30 minutes after the procedure, the patient became acutely hypotensive. The patient returned to the operating room for a second procedure, an open laparotomy. The ileocolic vessel was actively bleeding. It was reported that the vessel did not appear to be sealed at the end of the vessel. The patient lost approximately 2 liters of blood and received several liters of fluids. A massive transfusion protocol was activated and the patient received a blood transfusion. The transfusion totals are unknown. No photos or videos available for review.

Manufacturer narrative:
A review of the system/instrument logs associated with this event was conducted. The logs show that a vessel sealer extend (vse) instrument (lot #k14250123-0217) was installed 2 times and passed homing 2 times. A total of 52 cut complete events were noted with no errors. The e100 generator logs show 1 coag event with no error and 92 seal events with 14 ¿high initial starting impedance" errors, indicating that the user likely tried to seal too much tissue between the jaws, which could have led to the insufficient sealing reported. The system/instrument logs show 1 "high initial starting impedance" error, at about the same time as one of the 14 errors seen in e100 generator logs. The instrument was used for about 30 minutes.